Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional information: upon inspection, the fixation tab end of the suture had pulled through from the patient's left, lateral side and was at midline. There was no fixation tab on the end of the suture. The surgeon found the tab at the left lateral corner of the fascia. The patient was taken back to the operating room and the wound was reclosed with a different type of suture. Two weeks later at the post operative follow up, the patient¿s incision was healing well and the fascia had good integrity. (B)(4) - fixation tab breakage - not labeled

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Twenty strands the lot associated were received. Pre-test visual observations, fixation tab measurements, and tensile testing were completed on all twenty strands. Observations included longitudinal creases, substance, and malformed fixation tabs in addition to samples that had no remarkable features to note. Longitudinal creases and substance did not appear to have any effect on the strength of the fixation tabs, but the malformed samples, although only a small sample size of two, did exhibit fixation tab strengths below the lot average

Manufacturer narrative:
(B)(4)/ 2013. It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. The patient experienced increased coughing due to a respiratory infection that she had prior to the surgery. On (b)(\6) 2013, she experienced a bulge on the left side of the incision with serosanguinous drainage. She was taken back to the operating room. During the reoperation it was noted that the omentum and bowel were protruding into subcutaneous space. Upon inspection, the fixation tab end of the suture had pulled through from the patient's left, lateral side and was at midline. The patient was taken back to the operating room on (B)(6) 2013, to have the wound reclosed with a different type of suture. Two weeks later at the post operative follow up, the patient¿s incision was healing well and the fascia had good integrity.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. The patient experienced increased coughing due to a respiratory infection that she had prior to the surgery. On (B)(6) 2013, she experienced a bulge on the left side of the incision with serosanguinous drainage. She was taken back to the operating room. During the reoperation it was noted that the omentum and bowel were protruding into subcutaneous space. Upon inspection, the fixation tab end of the suture had pulled through from the patient's left, lateral side and was at midline. The patient is now recovered. Additional information has been requested.

Manufacturer narrative:
(B)(4)